Event description:
It was reported the pt is receiving the "low battery" message on his pt programmer. F/u identified the pt's scs ipg was replaced with a new one on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.